Event description:
It was reported to boston scientific corporation on june 11, 2019 that a wallflex biliary fully covered rmv stent was implanted in the ampulla/common bile duct during a procedure performed on an unknown date. According to the complainant, a scheduled ercp with stent removal procedure was performed on (B)(6) 2019, due to stent blockage. The stent had been implanted approximately 6 months. During this procedure, it was noted that one of the stent retrieval loops had come away from the body of the stent. This made it difficult to remove the stent as there was only one loop to grasp. Reportedly, the stent was successfully removed with rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block d4, h4; the complainant was unable to report the suspect device lot number; therefore, the manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiry date. Block h6: patient code 3191 captures the additional intervention to remove the blocked stent. Problem code 2423 capures the reportable event of stent obstruction within device. Problem code 1069 captures the reportable event of stent retrieval loop break. Problem code 1528 captures the reportable eventof stent difficult to remove. Block h10: a wallflex biliary fully covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was deployed, expanded, and damaged; one of the retrieval loops of the stent was broken. The stent was measured to be within specification. No other issues with the stent were noted. The damage noted to the stent may have been a result of the resistance encountered during withdrawal of the device. The investigation concluded that the reported event was likely due to an excessive force being applied during removal of the stent. Therefore, the most probable root cause is adverse event related to the procedure.

Manufacturer narrative:
The complainant was unable to report the suspect device lot number; therefore, the manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a wallflex biliary fully covered rmv stent was implanted in the ampulla/common bile duct during a procedure performed on an unknown date. According to the complainant, a scheduled ercp with stent removal procedure was performed on (B)(6) 2019, due to stent blockage. The stent had been implanted approximately 6 months. During this procedure, it was noted that one of the stent retrieval loops had come away from the body of the stent. This made it difficult to remove the stent as there was only one loop to grasp. Reportedly, the stent was successfully removed with rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.